Event description:
During index procedure, the pt had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad. The following day, the pt suffered a myocardial infarction (mi). The reported mi was related to the target vessel. The investigator indicated that reported mi was probably related to the study stent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Result - myocardial infarction.